Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. It was reported that the blood glucose dropped in 30's last week and did not suspend. The customer was in low 30s and the insulin pump was still delivering and by time they came to the lab; the blood glucose was 27 mg/dl. The customer was treated with food. The customer¿s other blood glucose were 131 mg/dl, 124 mg/dl, 60 mg/dl, and 37 mg/dl. The customer was experiencing low blood glucose for during lab work. The customer was using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump was in auto mode at the time of the low blood glucose event. The customer does not allege that the insulin pump was over delivering. The insulin pump will not be returned for analysis.